Manufacturer narrative:
If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information is available at the time of this report.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Medical records were not provided. Review of the device history records identified no deviations or anomalies during manufacturing for all other devices. A definitive root cause cannot be determined. If any further information which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
Zimmer biomet (B)(4). The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2020-00451, 0001032347-2020-00452, 0001032347-2020-00453 explantation date is planned for (B)(6) 2020. Concomitant medical devices ¿ medical products: tmj system right narrow mandibular component 45mm / 6 hole, part# 01-6545, lot# 747521; tmj system left narrow mandibular component 45 mm / 6 hole, part# 01-6546, lot# 747530; tmj system right investigative fossa, medium, part# 01-6560, lot# 095610; tmj system left investigative fossa, medium, part# 01-6561, lot# 095620; unknown screws, part# ni, lot# ni.

Event description:
It is reported the patient will undergo a revision to replace bilateral temporomandibular joint implants with a custom device sixteen (16) years following implantation due to an unknown reason. Attempts have been made and no further information has been provided.